Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated a rising battery impedance trend. The recommended replacement time (rrt) alert was triggered on (B)(6) 2016. Daily battery trend data shows a gradual rise of battery impedance. A premature rrt alert was observed, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached the recommended replacement time (rrt) early. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.